Manufacturer narrative:
Report confirmed. The device was tested and the maximum temperature was measured to be 155°f. However, the rate of temperature rise was below threshold. The likely cause was identified as detached and worn bearings. The device user manual warnings section includes instructions that heavy side loads and/or long operating times may cause the device to overheat. If the device overheats, discontinue use and rest the device by using it intermittently, or wrap the device in a moist sterile towel. Use of an overheated device may cause injury to the patient or operator. If information is provided in the future, a supplemental report will be issued.

Event description:
Repair request initiated for device with no reported malfunction. It was reported that there was no patient or staff impact. Repair request escalated to product event due to customer indication that this report is a complaint. Additional information received, reason for return was overheating.